Manufacturer narrative:
The creaj2 reagent lot number was 71025601 with an expiration date of 30-nov-2024. The last calibration was performed on (B)(6) 2023 with the reagent lot 564944 and the calibration was acceptable. There was only one day of data where the qc was within range. The centrifugation speed was 4000 rounds/minute for 10 minutes. Based on the data, a general reagent issue can be excluded. On (B)(6) 2023 the customer had a low liquid detection (lld) error. The field service engineer checked all lld circuits and found that the electric ground needed to be repaired. He repaired the electric ground. The root cause was consistent with a hardware issue/lld circuits. The service action (repairing the electric ground) resolved the issue.

Event description:
We received an allegation about discrepant results for 1 patient's plasma sample tested with creatinine jaffé gen.2 (creaj2) assay on a cobas c111 analyzer. Initial result: 3.19 mg/dl. 1st repeat result: 0.82 mg/dl (manual). 2nd rerun result: 0.53 mg/dl. No questionable result was reported outside the laboratory. The 2nd repeat result of 0.53 mg/dl was deemed to be correct.